Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during investigation are most likely related due to removal surgery. This is a final report.

Event description:
Hearing performance with the device is affected after an impact to the implant site. Re-implantation done on (B)(6) 2026.

Event description:
Hearing performance with the device is affected after an impact to the implant site. Re-implantation done on (B)(6) 2026.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device is affected. The users mother reported that the user had fallen to the ground twice, with the implant hitting the ground directly both times. After that, the user started to lose their hearing. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.